Event description:
It was reported that balloon rupture and tip detachment occurred. The target lesion was located in the left iliac vein. After a wallstent was implanted, a 16-4/5.8/75 xxl esophageal balloon catheter was advanced for post-dilation. The balloon was deflated, and was pulled from the distal end of the stent to the proximal end. However, the balloon got caught on the distal edge of the stent rupturing the balloon, and shearing off the tip of the balloon catheter. The rest of the balloon catheter was was retrieved out of the sheath and the other piece that was left in the vessel was stationary so the physician placed another stent across it to hold in place, and to let endothelialize into the vessel wall. The procedure was completed. No further complications were reported and the patient's status was stable. It was further reported that the lesion contained 100% stenosis, mildly tortuous and non-calcified.

Event description:
It was reported that balloon rupture and tip detachment occurred. The target lesion was located in the left iliac vein. After a wallstent was implanted, a 16-4/5.8/75 xxl esophageal balloon catheter was advanced for post-dilation. The balloon was deflated, and was pulled from the distal end of the stent to the proximal end. However, the balloon got caught on the distal edge of the stent rupturing the balloon, and shearing off the tip of the balloon catheter. The rest of the balloon catheter was was retrieved out of the sheath and the other piece that was left in the vessel was stationary so the physician placed another stent across it to hold in place, and to let endothelialize into the vessel wall. The procedure was completed. No further complications were reported and the patient's status was stable.